Event description:
During a remote follow-up, varying high-voltage impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During the revision procedure, the rv lead was observed to not be adequately inserted into the device header. The rv lead was reconnected appropriately to the header to resolve the event. The patient was stable and will continue to be monitored.